Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was ¿not working all day¿. Six days later it was reported that the battery was not holding a charge. The patient got all 9 boxes but it was not charging. He tried to charge the night before while sleeping and it was discharged today. The patient slept flat on his back to make sure it would charge. It was noted that the patient had lost 40 pounds over the last 2 months and had no falls or trauma. The patient had the implantable neurostimulator recharger (insr) hooked up and the battery was flashing to 25%. He was able to get all 8 boxes, then it went down to 2 after a while, and then they were able to get all 8 again after repositioning the antenna. The problems with the recharger lasted 2 weeks. The insr screen got stuck on the picture of the man when they were trying to check the recharge stats. A hard reset was needed to be performed. It was advised that once the patient was charged up to 25%, interrogation should be performed using the 8840 to read through the recharge stats and show the last 6 times that the patient had recharged along with the coupling. It was also advised to check impedances and to check that the device is parallel to the skin and still surface level after the patient¿s weight loss. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.